Event description:
Caller reported an issue with the speaker and vibrate function of the pump, noting that the volume and vibration were too quiet. Although the sound and vibrate settings were correctly configured, the pump did not make a sound for an alert when tested. There was no adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.